Event description:
The incident happened at the end of the treatment of a patient; the patient had left the room. The r-arm was extended and the therapist tried to retract it, but there was an interlock and the noise of a screw falling inside the cover was heard. The therapist called the physicist, who decided to rotate the gantry by 180 degrees to check if the screw could be recovered. When the gantry was at the vertical position, the r-arm started to rotate by itself until the cassette was stopped by the collimator. The connection head of the shoulder motor was out of its housing; and the pivot axis was able to rotate freely. When the varian field engineer came on site, he noticed that one of the two screws of the safety plate was missing, the second one was loose; on hex-head screw on the front face of the fork was missing, the other one was loose.

Manufacturer narrative:
An electrocylinder assembly drives the shoulder axis of the retractable arm (r-arm). The electrocylinder assembly is connected to the shoulder axis with a bolt (referred as pivot pin pos 53). If this pivot pin falls off, the electrocylinder assembly would disengage and the shoulder axis would rotate freely due to gravity. No interlock stops the motion, but an interlock does inhibit subsequent operator initiated motion of the r-arm assembly. The actual device involved in the incident was evaluated. The investigation revealed the r-arm electrocylinder assembly and assorted hardware had become loose, allowing the r-arm to move freely during gantry rotation. Varian's field service engineer reinstalled all components, reset the overload assembly in the elbow joint, and recalibrated the r-arm. The gantry was rotated while bringing the arm in and out to preset positions. While there was no injury in this case, the r-arm is quite massive (approx. 100 lb) and could rotate through a position where it might strike a patient or user. Further actions to determine if risk mitigation is possible will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.